Event description:
It was reported the ultrasound gastrovideoscope had the working channel had working debris down to distal end. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure confirmed foreign object in the forceps passage. In addition, the following reportable malfunctions were identified during the device evaluation: the pink rubber and the adhesive on the light guide lens cover was missing. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was due to component failure and cause not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.